Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, after sensor deployment the cannula came out of the applicator. No additional event or patient information is available.